Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli) and underwent right leg angiography with intervention. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified distal superficial femoral artery. A 7.0x220150-hybrid sterling balloon catheter was advanced for dilation. However, during first inflation at 2 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a 6.0 x 220 sterling balloon catheter. There were no patient complications reported.